Event description:
It was reported that at implant the lead exhibited no sensing, no threshold, and high impedance. The lead was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high lead impedance was not confirmed in the laboratory. Electrical analysis revealed low lead impedance as a result of short circuit in lead. The short circuit was due to damaged inner insulation inside the connector portion as a result of over torque.